Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, red blood cell adhering to the inner wall was observed in an unspecified number of devices. No impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 1 photograph for investigation which showed evidence of red cell hang up. Additionally, 100 retained samples from each batch number 53021626 and 4330483 were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of december 2025; additional testing was performed. Factors that may contribute to (red cell hang up) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, red cell hangup, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4330483 and 5301626, for the indicated failure mode: red cell hangup. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, red blood cell adhering to the inner wall was observed in an unspecified number of devices. No impact was reported regarding the patient or user.